Event description:
Ethicon echelon flex powered plus stapler did not fire when being used in appendectomy. The equipment was removed from patient abdomen and an alternate product was opened and used. Upon inspection there is a cover missing on the top of the handle.